Manufacturer narrative:
The investigation indicated that the root cause may be linked a lack of lubrication of the part. This issue was escalated to a CAPA in which root cause was determined to be related to incoming inspection specifications not properly written and the absence of verification of presence of lubricant. The root cause is inadequate work instructions. Lubricant was applied to the part for repair purposes.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the mayfield holder adaptor and not the rosa robot.

Event description:
It was reported that during the preventive maintenance, when the medtech engineer checked the mayfield head holder adapter located on the support arm he noticed that the pole sticking and takes much effort to get loose despite mayfield head holder adapter being completely loosened. Once loosened it glides well.

Manufacturer narrative:
The mayfield head holder adapter of the device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the preventive maintenance, when the medtech engineer checked the mayfield head holder adapter located on the support arm he noticed that the pole sticking and takes much effort to get loose despite mayfield head holder adapter being completely loosened. Once loosened it glides well.